Event description:
It was reported the patient experienced communication issues with the device charger due to the implant depth of the device. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced and the ipg pocket revised to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.